Manufacturer narrative:
Section g3 - PMA/510(k) #: corrected. Section h6 health effect - clinical code: corrected. Section h6 health effect - impact code: corrected. Manufacturer¿s investigation conclusion: the reported event of a shock to the right side of the patient¿s body was unable to be confirmed. Log files were submitted for evaluation and data from 05sep2024 ¿ 16sep2024 was reviewed. All of the captured data appeared to show the system operating as intended while connected to battery power. No notable alarms were active in the log files. The heartmate 14 volt lithium-ion battery set (serial number unknown) was not returned for analysis. It was reported that while the patient was switching power sources from battery to the mobile power unit (mpu) the left ventricular assist device (lvad) shocked the right-side of their body. The patient stated that it happened again the following night when switching from battery to mpu. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the battery set unit being unknown. Heartmate 3 instructions for use, rev. C section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook, rev. Section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook, rev. D and heartmate 3 instructions for use, rev. C caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was switching power sources from battery to mobile power unit (mpu), the left ventricular assist device (lvad) shocked the right-side of their body. The patient stated that it happened again the following night when switching from battery to mpu. Log files were sent for review. The event log file captured routine events.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.